Manufacturer narrative:
(B)(4).the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2014 and presented on (B)(6) 2016 with changes in topography and prescription in right eye. Patient was diagnosed with corneal ectasia. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurry vision and decrease uncorrected distance visual acuity in both eyes specially in right eye. Patient reported symptoms are not interfering with daily activities. Bcva from(B)(6) 2014: right eye pre-op 20/15 -5.50 x -.75 x 95, left eye pre-op 20/15 -5.25 x -.25 x 65. Bcva from (B)(6) 2016: right eye post-op 20/25 -.75 x -3.50 x 85, left eye post-op 20/20 .25 x -1.00 x 83.